Manufacturer narrative:
The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event: however, it was noted that more pathology of the patient than implant related contributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Hemiarthroplasty, 4 weeks ago. Multiple dislocations. Greater trochanter found to be fractured. Stem removed by hand, no boney ongrowth at all.